Event description:
It was reported that during a coronary drug eluting stenting treatment procedure stent damage occurred. The 99% stenosed target lesion was located in the severely calcified and tortuous distal left circumflex (lcx). The 2.5 x 24 mm taxus express2 drug-eluting stent (des) was unable to cross the lesion. When the device was removed, the physician noticed the stent strut was lifted up. The procedure was successfully completed with a different device with no pt complications reported. The pt's current condition is listed as "good."

Manufacturer narrative:
As the unit has not been returned, a technical analysis could not be performed. A review of the manufacturing documentation found that the device met its material, assembly and product specifications. The most probable root cause of this complaint can be attributed to operational context. (B)(4).